Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced limb ischemia and subsequently expired. The patient was admitted with increased shortness of breath and palpitations found to be in atrial fibrillation with rapid ventricular response. The patient was started on medication by mouth for rate control. The following day the patient began to have more shortness of breath and required intubation and continued to decompensate requiring multiple vasoactive drips. The patient was taken to catheterization lab for an impella cp placement, which was successfully completed. Shock call was made, and the decision to transfer the patient to advanced heart failure management facility. The next day on arrival, pulses are absent bilaterally and arterial ultrasound to assess for flow to lower extremities were ordered. Extracorporeal membrane oxygenation (ECMO) was recommended, and the patient's family declined the ECMO therapy. The family opted for comfort measures only, and the patient subsequently expired.